Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette tubing leaked during a left eye posterior vitrectomy procedure. The system was exchanged and a new pack was obtained to replace the pack that was leaking. The procedure was completed and there was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. It was noted the connections to the yellow stopcock on the infusion flow path were loose. A console representing the current software version was used to test the sample. The sample could prime and pass intraocular pressure (iop) calibration successfully. However, during functional testing fluid was observed leaking from the luer connection of the infusion cannula assembly to the yellow stopcock. The fitting was tightened and retested. There was no further leakage from the infusion flow path components. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. The infusion cannula assembly appeared to be loosely connected to the yellow stopcock. The luer connection was tightened and no further fluid leakage was observed during functional testing. (B)(4).